Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the balloon of the catheter burst/split. The catheter was not draining urine, and there was no urine present in the leg bag or the tubing. When the catheter was inserted, a pop was heard.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "contraindications method for use: do not reuse. Do not resterilize. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]" (B)(4).

Event description:
It was reported that the balloon of the catheter burst/split. The catheter was not draining urine, and there was no urine present in the leg bag or the tubing. When the catheter was inserted, a pop was heard.